Event description:
A malfunction was reported on a pump. There was no adverse impact to customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the customer with the reset. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to contact support if the issue reappears.